Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer changed the infusion set and cartridge to resolve the issue.